Manufacturer narrative:
(B)(4). Baxter received and evaluated the device and found it was out of specification in relation to the reported symptom, device was not pumping the right volume, which was reproduced during evaluation. Unit was found to deliver out of specification (over infuse) during the 10ml/hr weight at 15.108ml (51.08%). Additional flow rate tests were performed using the following parameters. Test results: rate = 40 ml/hr, vtbi = 10 ml, delivery = 15.108ml (51.08%). Rate = 100 ml/hr, vtbi = 25 ml, delivery = 25.972ml (3.888%). Rate = 400 ml/hr, vtbi = 100 ml, delivery = 96.675ml (-3.325%). Rate = 800 ml/hr, vtbi = 200 ml, delivery = 191.448ml (-4.276%). Rate = 999 ml/hr, vtbi = 250 ml, delivery = 239.445ml (-4.222%). The valve and finger travel was also tested. Evaluation found the upper valve and upper finger travel to be out of specification. The device was re-calibrated. (B)(4).

Event description:
It was reported that a spectrum pump was not pumping the right volume. It was also reported there was no patient injury.